Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ciq software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 40 mg/dl. Customer consumed carbohydrates to address bg level. Customer¿s daughter assisted by waking up the customer and bringing food to the customer. Reportedly, the customer was using u-100 insulin within the pump supplies. Tandem technical support informed the customer that using u-100 insulin was off-label. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Tandem technical support informed customer pump was functioning as intended at the time of report. Customer acknowledged.